Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces and bleeding lcd glass. No button error alarm during our testing. The insulin pump had broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on the display window noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that the device was on his waistband and a button may have been pressed for too long. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces and bleeding lcd glass. No button error alarm during our testing. The insulin pump had broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on the display window noted.